Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was attempted to be performed but was unable to be downloaded. During analysis, the customer's reported problem was not duplicated. Device passed all functional test with no issue. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed a test for either upstream, downstream, or air detector sensor. No patient was involved in this event. No adverse effects were reported.